Event description:
Customer reported blood glucose results of "200's" mg/dl and 99 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.